Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The instrument passed the bumper test. Additional unrelated observation not reported by site: the instrument failed the functional cut test: the cut test was done two times and failed each time. The scissors did not cut cleanly through latex test material. The latex got snagged at the scissor tips. The blade edges were not damaged.

Event description:
Refer to h11 for follow-up information.